Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to cold weather when the malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 180-181 mg/dl.